Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further evaluation.

Event description:
An initial event notification was received by united therapeutics drug safety on 27-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 28-apr-2026. It was reported that the patient's remunity pumps (serial numbers (B)(6) and utpm (B)(6)) and their corresponding remotes would turn off intermittently. The patient's caregiver further stated that the patient would be unaware of this issue until hours later, resulting in interruptions in their therapy. Replacement systems were sent to the patient by the specialty pharmacy.